Manufacturer narrative:
The initial report did not indicate in the event summary that mmt-7040a was returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mmt-7040a was returned for analysis.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 187 mg/dl while sensor glucose value was 57 mg/dl. Customer also received change sensor and calibration not accepted alert. Sensor has been worn for 4 days or longer. Customer was advised sensor may no longer be responding to glucose changes most likely due to sensor not situated properly preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. No product return is expected for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Following our receipt of the two returned used sensors and performed visual inspection to one sensor at random. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and found gold trace damage at the reference and working electrode. See attached file for details. In summary, the customer complaint of unexpected sensor alerts was confirmed. Sensor failed for high readings, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.